Event description:
Note the event date is unknown. A resolution clip device was used as a marker during a polyflex esophageal stent placement procedure in a male patient. The patient returned for a replacement polyflex stent six weeks later, in 2008. During endoscopic visualization, prior to removing the polyflex stent, the physician noted that the resolution clip was still in the esophagus. Furthermore, there was a perforation adjacent to the end of the resolution clip. The physician removed the resolution clip with an unknown device and confirmed the perforation via contrast injection. "The physician then dilated the original anastomic stricture and decided against replacing the polyflex stent." The patient's condition following the procedure was reported as "stable." Refer to associated manufacturer report #3005099803-2008-00593 for a description of the second event.

Manufacturer narrative:
The suspect device was discarded by the user facility; therefore, a device evaluation is not available, and the relationship between the device and the cause of the reported perforation cannot be determined. The lot number was not provided by the user facility; therefore, a review of the customer's shipment history was performed to identify possible lots. This search revealed that four lots had beens shipped to the customer within the past six months. A review of the device history record (DHR) for each lot revealed no anomalies. A review of the complaint database revealed two additional complaints for one of the lots (0ml8020404), for an unrelated event (broken clip). The april 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.